Manufacturer narrative:
The device has not yet been received by the MFR for investigation. When the device is received, a quality investigation will be conducted and a follow up report will be filed.

Event description:
It was reported that bristles detached from the device while in use. The account stated that all the bristles were removed. There are no allegations of adverse consequences alleged with this event.